Event description:
It was reported the customer had a no delivery alarm. Customer's blood glucose was over 250 mg/dl. The customer stated the alarm occurred during a basal delivery. Customer believed their tubing was kinked. The customer was unable to troubleshoot at the time of the call. Customer stated changing the infusion set resolved the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.